Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2017 date of first implant procedure not documented where. No adverse events related to the procedure. Not documented if flouroscopy was used. Chemotherapy receieved (B)(6) 2017 to (B)(6) 2018. Re-current biliary obstructions (B)(6) 2017. At 273 days post-procedure. Due to tissue or tumor ingrowth. No signs/symptoms. Treatment endoscopic intervention new stent inside study stent and antibiotics. The site determined the event to not be related to the study device or procedure. Patient death (B)(6) 2018. The reintervention was noted to be successful. On (B)(6) 2018, the patient died. The cause of death was primary disease progression. Dash sphincterotome used.

Manufacturer narrative:
Device evaluation the evo-10-11-6-b device of lot number c1261402 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known adverse event. From the study it is known that the patient had pancreatic cancer, the obstruction was due to tissue or tumor ingrowth with progression of pancreatic cancer listed as the cause of this event. As previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: date of first implant was the (B)(6) 2017. According to the initial reporter, the patient experienced recurrent biliary obstruction 273 days post procedure. The patient required a new stent and antibiotics as a result of this occurrence and the patient recovered/stabilized. Patient death was reported on the (B)(6) 2018. From the study, the cause of death was due to primary disease progression. As per medical advisor input, patient death was not related to the device or procedure.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-nov-24.